Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery (lad). A 3.00 x 28 synergy ii was advanced to treat the lesion. However, upon attempting to deliver the device, the stent fell off the balloon inside the guide catheter. The stent was then inflated inside the guide catheter and removed everything as one unit. No patient complications were reported and the patient's status was fine.